Manufacturer narrative:
(B)(4). Device evaluation; physical evaluation shows the device broke at 53 inches distal of the luer (proximal side of luer). The device was patent up to 50 inches from the luer (used a mandrel to verify patency). Two inches in length from where the device broke, indentations on the bump tubing were seen. These indentation are most probable from hemostats. There were no manufacturing issues found from the lhr review, and devices are 100% inspected for damage on the tubing. There are no other similar complaints from this same lot. A review of complaints for 12 months prior to the event date found no other complaints involving quick cross 518-037, lot # fqq16a26a.

Event description:
This was a procedure to attempt revascularization of the left lower extremity. A crossover catheter was placed in the left common iliac artery (cia) and a selective angiogram performed which showed extreme tortuosity of the left cia and external iliac artery (eia) as well as heavy calcification. A selective angiogram of the left sfa showed ostial sfa with moderate disease. The mid sfa was totally occluded and reconstituted in the popliteal segment. Distal flow below the knee showed totally occluded vessels with minimal runoff. The physician made multiple attempts to cross the sfa lesion but had difficultly. A quick cross catheter was used. The tip of the quick cross catheter sheared off and pulled out with a 2.0mm balloon using a forgery technique. Tip of device was retrieved. The physician was unable to cross the lesion and stated the patient would benefit from a le bypass. The patient was discharged to home and referred for surgery.